Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6), 2019. The customer was hospitalized on (B)(6) 2019. The cause of death was styptic shock. The caller stated that the customer had kidney transplant and three heart vales replace so it was a infection from that surgery that may have led to the customer's passing. The customer¿s blood glucose was 75 mg/dl at the time of death. The customer was using sensors. The customer was wearing the insulin pump at the time of death. The caller returned the insulin pump for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 4.11e. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Device communicated properly with the test blood glucose meter. The test value of 91 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: (B)(6) 2019.) (B)(6) 2019 dailytotalofallinsulindelivered = 35.175. (B)(6) 2019 dailytotalofallinsulindelivered = 43.775 .(B)(6) 2019 dailytotalofallinsulindelivered = 51.25. (B)(6) 2019 dailytotalofallinsulindelivered = 36.6. (B)(6) 2019 dailytotalofallinsulindelivered = 22.9 .(B)(6) 2019 dailytotalofallinsulindelivered = 30 (B)(6) 2019 dailytotalofallinsulindelivered = 23.65.